Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, the patient was hospitalized following the reception of two shocks. On this date, upon interrogation of the implant, it was observed that the subject ICD delivered two shocks and that the device had been re-initialized twelve (12) times since the beginning of life. The patient is not enrolled in remote monitoring. Preliminary analysis confirmed that twelve resets occurred and that at least the last five took place on (B)(6) 2020 due to an abrupt decrease of the battery voltage, most probably resulting from a hardware issue. In addition, the overload conditions (i.e. The detection of low shock impedance) were met on (B)(6) 2020. Therefore, a right ventricular lead issue is suspected. Following the recommendations provided on (B)(6) 2020, the subject ICD was explanted on (B)(6) 2020 and a new right ventricular lead was implanted. The previous lead was left in the patient¿s body.

Event description:
Reportedly, on (B)(6) 2020, the patient was hospitalized following the reception of two shocks. On this date, upon interrogation of the implant, it was observed that the subject ICD delivered two shocks and that the device had been reinitialized twelve (12) times since the beginning of life. The patient is not enrolled in remote monitoring. Preliminary analysis confirmed that twelve resets occurred and that at least the last five took place on (B)(6) 2020 due to an abrupt decrease of the battery voltage, most probably resulting from a hardware issue. In addition, the overload conditions (i.e. The detection of low shock impedance) were met on (B)(6) 2020. Therefore, a right ventricular lead issue is suspected. Following the recommendations provided on (B)(6) 2020, the subject ICD was explanted on (B)(6) 2020 and a new right ventricular lead was implanted. The previous lead was left in the patient¿s body.